Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the infusion set that stuck in the inserter and was not able to insert it properly event occurred on 25-apr-2026. This led to high blood glucose level and patient managed it with manual shot of insulin.